Manufacturer narrative:
Manufacturers ref#(B)(4). G4) PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study) seven days post-procedure, the patient experienced progression of ruptured aneurysm and death. On (B)(6) 2022, this (B)(6) female patient was emergently treated for ruptured fusiform thoracic aortic aneurysm with placement of, from most proximal to most distal, a zta-pt-42-38-225, a zdeg-pt-38-30-199-pf, and a zta-pt-42-38-173. The patient was experiencing hypovolemic shock and respiratory insufficiency prior to the procedure. No pre-procedure or procedure imaging data have been entered. On (B)(6) 2022, the patient experienced postoperative progression of hemothorax and bleeding, without option for surgical intervention, which led to the patient¿s death. Patient outcome: on(B)(6) 2022 the patient died. The cause of death is noted as ¿contained rupture of thoraco-abdominal aortic aneurysm.¿

Manufacturer narrative:
Manufacturers ref# (b)(4. The event has been re-assessed. Due to the fact that nothing in the description indicates device deficiency and that the patient died of the same cause as the indication for the study procedure, the event is not considered related to device deficiency and thereby considered not reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.